Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. Follow up determined the ventricular lead was replaced due to high threshold on the right ventricular (rv) lead. It was also reported the implantable pulse generator (ipg) had reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Distal segment received only. Visual analysis found inner insulation breached. Destructive analysis was performed. Inner insulation breached in-vivo/ metal ion oxidation was confirmed. Concomitant: product ID 7076 implantable pulse generator (ipg) implanted: 1992-(B)(6). (B)(4).